Manufacturer narrative:
No pt present. The computer was replaced and returned to the manufacturer for eval. Operating system corruption caused the event. Replacing the computer resolved the issue.

Event description:
Site reported that the system was not working. They stated that the software opens to the login screen but when the icon is selected, it goes to a blue screen then cycles back to the login screen. They were unable to get into root, and a slave monitor showed the same behavior. This event did not occur during surgery and no pt was present.